Event description:
It was reported that the right atrium (ra) lead appears to be malfunctioning as well with oversensing resulting in mode switching. Therefore the ra leads was extracted and replaced with new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analysis revealed no anomalies. However, it was noted that there was blood/body fluid on the distal conductor (not obstructed) and on the proximal conductor (not obstructed), the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, the helix disengaged from the helical channel, there was a tip seal observation, and there was apparent explant damage.